Event description:
Customer reported unexpected negative reactions on the echo. The patient sample had anti-s identified in gel.

Manufacturer narrative:
Reactivity of the s antigen was confirmed with retention crrid, lot dn029 and id105, crrs(3), lot r031 and lot 032. These were the reagents used by the customer at the time of the event. The customer did return sample for investigation testing, but it was not tested--only clotted cells were received..